Event description:
The procedure was for in-situ percutaneous pinning of the left hip. An incision was made over the thigh and a guide wire was placed based on imaging. The physician began to drill the femur for placement of the cannulated screw. Initially, the drill met no resistance. As soon as it penetrated the cortex, the drill bit fractured into multiple parts. Site has pictures of the fragmented drill bits. The fragmented drill bits were in the bone canal and extensive time was taken to remove the bits. This required a larger opening and pinning could not be accomplished. The patient was placed in a spica cast.